Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported the patient could not adjust stimulation. The patient programmer (pp) screen displayed the "call your doctor" icon. The pp and the patient recharger screens showed a power on reset (por) condition. When the por condition occurred, the patient had increased pain and swelling of her feet. The por was cleared and the implantable neurostimulator (ins) was turned on, which resolved the issue. The patient experienced acute pain and that the ins was "irritating" her, which got worse when she had "pt" approximately two months prior to the por. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was reprogrammed in jul-2012 with "favorable results." It was noted that the patient "never reported the power on reset (por) condition to her physician."